Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the o-ring near the septum. It was reported that the customer¿s blood glucose was elevated (between 350 and 400 mg/dl). Customer loaded a new cartridge and reportedly either delivered a bolus or administered a manual insulin injection to address elevated blood glucose.